Event description:
It was reported that an ilet user experienced signal loss between the ilet and a paired dexcom g7 sensor, while the sensor remained connected to the dexcom application, and pairing steps with the sensor code were performed until the ilet resumed receiving glucose data. Symptoms included no alerts, no alarms, and no reported adverse clinical effects. Outcomes included no impact to blood glucose management and no medical intervention. Investigation included phone-based troubleshooting and user education regarding sensor pairing and device communication. Investigation of this case revealed that the sensor connection to the ilet reestablished during the call and the system began providing readings. It was concluded that the event was a temporary communication issue limited to the ilet-to-sensor link and resolved with standard troubleshooting.